Event description:
Customer stated that the insulin pump has a crack on the screen towards the reservoir compartment. Customer mentioned that she was hospitalized two to three months ago. Customer was hospitalized due to high blood glucose. Customer was nauseated, vomiting, tired, unable to breathe and thirsty. Diagnosed diabetes ketoacidosis. Hospital treated with fluids and insulin drip. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.